Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose was 162 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Event description:
During a follow-up call on (B)(6)2019, the customer reported that the battery continued to deplete quickly. Blood glucose was 274 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.